Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and received a no delivery. Customer was advised that infusion set was occluded and would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.